Event description:
This event is being filed as the steerable guide catheter soft tip was torn during removal of the clip delivery system. A torn soft tip has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2014, a mitraclip procedure was performed. The steerable guide catheter (sgc) and clip delivery system (cds) were prepared for use as per the instructions for use. As the cds was advanced through the sgc, resistance was felt when the clip was close to the tip of the sgc. The sgc tip was straightened to reduce the resistance. As the cds was advanced, the sleeve segment between the steerable sleeve handle and clip introducer was observed to be distorted/twisted. The cds was pulled back a few centimeters and the distortion was corrected, but damage was visible on the sleeve. As the cds was pushed slightly in a controlled manner, the clip suddenly jumped out of the sgc and into the left atrium (la). As the cds was pulled back slowly, resistance was felt and the cds jumped backward causing one of the clip arms to become stuck on the soft tip of the sgc. In an unsuccessful attempt to release the clip from the tip, troubleshooting maneuvers were performed by opening the clip arms several times and moving the grippers up and down. The sgc and cds were retracted as one unit into the inferior vena cava which caused the septostomy site to become a little bigger, but not big enough to require a septal closure device. When the mitraclip system was at the groin site, the same trouble shooting maneuvers were repeated and the sgc and cds were separated.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that there were no anatomical challenges during use of the device. The steerable guide catheter (sgc) was positioned without resistance. The clip was in the fully closed position prior to insertion. When the clip delivery system jumped out of the sgc, it was thought that the parts of the device were not being maneuvered; no movement was seen on the stabilizer or delivery catheter handle.

Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned for analysis. The soft tip of the sgc was found torn in various locations confirming the reported damage to the tip. Further inspection of the soft tip material under the keyence microscope confirmed that there was no material missing from the tip. In this case, the tearing of the sgc soft tip is indicative of the clip getting caught on the guide tip during removal of the clip delivery system (cds) as the clip components (frictional elements on the grippers) dig into and tear the tip material. The information provided in the case details stated that as the cds was pulled back slowly, resistance was felt and the cds jumped backward, causing one of the clip arms to become stuck on the soft tip of the sgc. Based on the information reported, the clip caught on the sgc tip was related to procedural conditions. The reported resistance between the cds and sgc, and the cds jumping back and forth could not be properly replicated a testing environment due to the damaged condition of the returned devices. The reported resistance between the cds and sgc may be due to varying amounts of tension felt by the devices during procedure versus the returned product analysis. More tension (e.g. Due to the anatomy) on the device may make it more difficult to position the cds. Potential causes for resistance between the clip delivery system (cds) and sgc, resulting in difficulty positioning/removing the cds and causing it to jump in and out of the sgc (device operating differently than expected) are, but not limited to, manufacturing anomalies, patient conditions such as anatomical morphology/pathology, user technique (such as the clip not being fully closed during advancement) or procedural conditions (excessive tension on the devices during the procedure). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed that both the complaint cds and sgc passed all in-process and final inspections. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. The user also reported no issue while functionally inspecting the sgc during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning the cds may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive tension on the device caused by other procedural interactions (e.g. Due to the anatomy, excessive curved applied to the device by the user or the clip not being fully closed). The information provided in the case details stated that the guide was set to neutral during cds advancement, there was no resistance felt while the sgc was positioned and no challenging anatomical conditions were identified. It was noted that the clip was fully closed after functionally testing it during device preparation, prior to insertion into the guide. This information suggests that the user inserted the cds according to the mitraclip instructions for use and that patient anatomy may not have been a contributing factor to the reported resistance. Additional information also indicated that when the cds jumped from the guide, it appeared that only the cds jumped; no movement was seen on the stabilizer or the delivery catheter (dc) handle. In this case, since the analysis was unable to confirm the resistance, it is possible that there were some unidentified procedural interactions which caused more tension on the devices, such that the cds encountered resistance with the distal shaft of the sgc and could not be advanced any further. At this point, due to this resistance and not being able to advance any further, tension may have built-up on the cds steerable sleeve, causing it to then jump (both during advancement and removal) from the sgc during the procedure; however, this cannot be confirmed. Because the cds jumped backward, one of the clip arms to became stuck on the soft tip of the sgc. Based on the information reviewed and the analysis of the returned devices, a definitive cause for the reported resistance with the sgc during advancement and removal of the cds and the jumping of the device (device operates differently than expected) could not be determined. The reported difficulty removing the devices was a result of the clip getting caught on the sgc tip, therefore requiring the devices to be removed as a single unit. There does not appear to be any evidence of a quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). Event description continued: during the separation, the sgc came out of the anatomy; the soft tip was damaged. However, as the clip arms were not fully closed, it was not possible to remove the cds from the groin. A vascular surgeon performed a cut down of the femoral vein. The clip was cut off of the cds and the remainder of the cds was able to be removed from the anatomy. The mitraclip procedure was aborted and the femoral vein was sutured closed. Post procedure, the patient was stable. After a few hours, the patient could not be awakened and the patient hemodynamic situation deteriorated. Due to the hemodynamic instability and loss of blood during the vascular repair, the patient required a blood transfusion and was stabilized. The physician confirmed that the patient was awake the day after the procedure. The physician also stated that the patient was in a high risk group, old and had a very low ejection fraction which contributed to the hemodynamic deterioration; the mitraclip device was not a factor. The functional mitral regurgitation grade remained the preprocedural grade of 4. The condition of the patient will be observed in the following months to determine if further treatment will be provided for the mitral regurgitation. Reportedly, as of (B)(6) 2014, the patient who has been observed in the clinic post the mitraclip procedure is getting well day by day. The patient condition is much better compared with 10 days ago. No additional information was provided. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Concomitant products: mitraclip system: lift, support plate, stabilizer, clip delivery system. The clip delivery system referenced is being filed under a separate medwatch MFR number.